Event description:
The centre reported that the surgery to explant the pt's device will be scheduled due to infection. Advanced bionics is currently in the process of the gathering add'l info. When new info is reviewed, a follow up report will be sent.